Event description:
It was reported that the patient underwent an initial right hip arthroplasty. Subsequently, a revision was performed due to dislocation. It was initially reported that a revision was performed due to subluxation. However, during the fluoroscopy one could see that the duo head was separated from the metal head. The outer pe snap ring was also shown as closed, so that a dislocation of the head from the duo head shell must be suspected. Subsequently, a revision procedure was performed due to dislocation (not due to subluxation).

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. G3: report source, foreign - event occurred in germany. D11: medical product: cocr hd md nk 28 std 12/14, catalog #: p0206m28, lot #: 00j6464909. Products have been returned to biomet UK ltd for evaluation and forwarded to a research engineer for investigation. A bi-polar acetabular cup and cocr femoral head were revised after 6 days due to dislocation. The revised components are in overall good condition, but present some damage, likely caused during revision surgery. The relevant manufacturing history records indicate that the item was manufactured and sterilised in accordance with the applicable specifications. Possible contributing factors to the dislocation include component positioning and patient related factors such as muscle and fibrous tissue laxity. However, this cannot be confirmed without surgical notes, post-primary radiographs and further patient information. The mhr review indicates that the product was most likely conforming to design specification when it left zimmer biomet control, however it is not possible to confirm the root cause of revision with the information available. Risk assessment: the event reports revision due to dislocation. Risk management report documents the estimated residual risk associated with the reported event. Failure analysis report 569, rev 1 concludes: a bi-polar acetabular cup and cocr femoral head were revised after 6 days due to dislocation. The revised components are in overall good condition, but present some damage, likely caused during revision surgery. Possible contributing factors to the dislocation include component positioning and patient related factors such as muscle and fibrous tissue laxity, however it is not possible to confirm the root cause of revision with the information available. The reported event states revision due to dislocation. This hazard (dislocation/subluxation) has a severity of 4 which is described in the severity table as: s-4 results in permanent impairment of body function or permanent damage to a body structure / necessitates surgical intervention. The outcome of the reported event therefore is in line with the rmf. Since the event reports revision (surgical intervention), the outcome of this complaint is considered to be within the severity of the rmr. In order to calculate the occurrence rate, sales and complaint data for this item number have been obtained, and are attached for a period of the last 3 years prior to event date, being dec 2019 (as per requirements of mir reporting). Sales (dec 2016 to dec 2019 inclusive) = (B)(4) units. Complaints search was conducted for events occurring between dec 2016 ¿ dec 2019 for item 165224. No other complaints were identified for this item number other than (B)(4). Therefore, the calculated occurrence rate is (B)(4) in (B)(4) or (B)(4). This is considered an acceptable occurrence rate as per the rmf which estimates an acceptable occurrence rate of 2 (0.04% is considered an occurrence score of 2 (rare): 0.01% - 0.1%). Corrective action taken: no corrective action required at this time. Preventive action taken: no preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. G3: report source, foreign - event occurred in germany. D11: medical product: cocr hd md nk 28 std 12/14, catalog #: p0206m28, lot #: 00j6464909. Due to circumstances surrounding the covid-19 pandemic, complaint product evaluation cannot be performed at this time. The complaint investigation has proceeded with the currently available information, a review of device history records and complaint history. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaints database over the last 2 years has found no similar complaints for the item 165224. Without the opportunity to perform a complaint product evaluation, root cause cannot be determined due to insufficient information. Risk assessment: the reported event states revision due to dislocation. This hazard (dislocation/subluxation) has a severity of 4: s-4 results in permanent impairment of body function or permanent damage to a body structure / necessitates surgical intervention. Since the event reports revision (surgical intervention), the outcome of this complaint is considered to be within the severity of the rmr. In order to calculate the occurrence rate, sales and complaint data for this item number have been obtained for a period of the last 3 calendar years prior to event date, being dec 2019 (as per requirements of mir reporting). Sales (dec 2016 to dec 2019 inclusive) = (B)(4) units. Complaints search was conducted for events occurring between dec 2016 ¿ dec 2019 for item 165224. No other complaints were identified for this item number other than (B)(4). Therefore, the calculated occurrence rate is (B)(4) in (B)(4) or (B)(4). This is considered an acceptable occurrence rate as per the rmf ((B)(4) is considered an occurrence score of (B)(4) (rare): (B)(4)). No corrective or preventive actions are deemed necessary at this time. Should the complaint product become available for investigation, the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that the patient underwent an initial right hip arthroplasty. Subsequently, a revision was performed due to dislocation. It was initially reported that a revision was performed due to subluxation. However, during the fluoroscopy one could see that the duo head was separated from the metal head. The outer pe snap ring was also shown as closed, so that a dislocation of the head from the duo head shell must be suspected. Subsequently, a revision procedure was performed due to dislocation (not due to subluxation).

Event description:
It was reported that the patient underwent an initial right hip arthroplasty. Subsequently, a revision was performed due to dislocation. It was initially reported that a revision was performed due to subluxation. However, during the fluoroscopy one could see that the duo head was separated from the metal head. The outer pe snap ring was also shown as closed, so that a dislocation of the head from the duo head shell must be suspected. Subsequently, a revision procedure was performed due to dislocation (not due to subluxation).

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. G3: report source, foreign - event occurred in germany. D11: medical product: cocr hd md nk 28 std 12/14, catalog #: p0206m28, lot #: 00j6464909. Product has been returned to zimmer biomet for investigation. However, due to circumstances surrounding the covid-19 pandemic, complaint product evaluation cannot be performed at this time. The complaint investigation will therefore be proceeded with currently available information, manufacturing history review, risk assessment and complaint history reviews and we will complete a final report within 2 weeks based on this (14-may-2020). Once we are in a position to review the product, we will immediately re-open the complaint and add the additional information which we may obtain from any visual, dimensional and analysis of the incident.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted. Concomitant medical products: medical product: cocr hd md nk 28 std 12/14, catalog #: p0206m28, lot #: 00j6464909. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00048. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right hip arthroplasty. Subsequently, a revision was performed due to subluxation.